Manufacturer narrative:
An olympus field service engineer inspected and repaired the device. It was observed that the socket connection was damaged which caused the error b30. This socket was replaced. This investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer contacted olympus to report an error code b30 "scope communication error" on their video system center. The error code was discovered during inspection before any procedure. No patient or user harm has been reported.

Manufacturer narrative:
This MDR is being supplemented to provide additional information from the user facility; refer to b3.

Manufacturer narrative:
This report is being supplemented to provide a correction to section h10. There was no error e02 that occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged socket could not be determined. Additionally, error e102 was observed and was likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.